Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('urticaria') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urticaria (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("persistent headache"), amnesia ("memory loss"), disturbance in attention ("memory and concentration problems"), pruritus ("itching all over the body"), eczema ("eczema"), tendon pain ("tendon pain"), visual impairment ("visual disturbance"), eye pruritus ("itchy eyes"), premature menopause ("early perimenopause"), breast swelling ("swollen breasts"), breast pain ("sore breasts"), aphasia ("difficulty findings words when I want to speak") and irritability ("irritability") and was found to have weight increased ("weight gain"). The patient was treated with analgesics/ antihistamines. At the time of the report, the urticaria, fatigue, headache, amnesia, disturbance in attention, pruritus, eczema, tendon pain, visual impairment, eye pruritus, premature menopause, breast swelling, breast pain, weight increased, aphasia and irritability outcome was unknown. The reporter considered amnesia, aphasia, breast pain, breast swelling, disturbance in attention, eczema, eye pruritus, fatigue, headache, irritability, premature menopause, pruritus, tendon pain, urticaria, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('urticaria') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced urticaria (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("persistent headache"), amnesia ("memory loss"), disturbance in attention ("memory and concentration problems"), pruritus ("itching all over the body"), eczema ("eczema"), tendon pain ("tendon pain"), visual impairment ("visual disturbance"), eye pruritus ("itchy eyes"), premature menopause ("early perimenopause"), breast swelling ("swollen breasts"), breast pain ("sore breasts"), aphasia ("difficulty findings words when I want to speak") and irritability ("irritability") and was found to have weight increased ("weight gain"). The patient was treated with analgesics/ antihistamines. At the time of the report, the urticaria, fatigue, headache, amnesia, disturbance in attention, pruritus, eczema, tendon pain, visual impairment, eye pruritus, premature menopause, breast swelling, breast pain, weight increased, aphasia and irritability outcome was unknown. The reporter considered amnesia, aphasia, breast pain, breast swelling, disturbance in attention, eczema, eye pruritus, fatigue, headache, irritability, premature menopause, pruritus, tendon pain, urticaria, visual impairment and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.